Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The analysis detected fraying of the insulation about 17.5 cm distal of the is-1 connector pin. The rope conductor to the shock coil was fractured at this site, which was confirmed during the electrical analysis. This damage is with high probability the cause of the clinical complaint. The position and kind of the fraying are characteristic for massive mechanical stress of the lead due to friction at the generator housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that approx. 78 months after implantation the shock impedance values were out of range (greater than 150 ohms).